Event description:
1976-femoral neck fx from auto accident unsuccessful developed avascular necrosis. 1978 femoral hip replacement. 1980: total hip replacement now acetabular component loosening polyplylene was somewhat worn. The fib between polythylene was loose & sloppy fit of femeral head to polyethylene as a result of wear.